Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that patient had gradual return of her target pain and she only feels stimulation when she coughs. Patient reported that she has been taking gabapentin. Had patient sync with ins using controller patient confirmed stimulation is on and set to group b at 2.2ma. Patient increased amplitude to 3.0 ma during the call but could not feel stimulation. Patient programmer showed stim on. No trauma/fall/emi reported. Patient redirected to health care professional (hcp). No further patient symptoms or complications were reported in this event.